Manufacturer narrative:
According to the customer, the patient had been wearing the nasal cannula for 5 days when a 'right ear stage 3 pressure injury and left ear stage 2 pressure injury' was identified 'where the nasal cannula rests against the skin'. The customer reported wound care was consulted and the injury was treated with 'normal saline cleansing' and covered with 'hydrocolloid dressing'. According to the customer the patient 'was identified as high risk for hospital acquired pressure injury on admission'. The sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the patient had been wearing the nasal cannula for 5 days when a 'right ear stage 3 pressure injury and left ear stage 2 pressure injury' was identified 'where the nasal cannula rests against the skin'.